Event description:
The customer reported that the access tip broke inside of a pleurx catheter.  The patient was not hurt but still has the access tip inside the catheter. On (B)(6) 2013, the customer ((B)(6)) provided the following additional information: trained nurses perform the drainage procedure. However, the nurse that had the patient the day of the event had not been trained so the customer ((B)(4)- nurse) performed the procedure. The customer did not identify any defect in the product prior to draining the patient¿s effusion. Due to the retained piece from the drainage system, the patient had to undergo a new catheter placement. The patient did not have an fluid leakage as two sterile clamps were placed on the patient¿s tube. On (B)(6) 2013, the customer ((B)(6)) indicated that the access dilator broke at the connection site, which on the line would be about 1 inch from the end. This occurred during the initial insertion, before the customer unclamped the lines. The drainage set that was used had sterile clamps in the kit to lock the drainage line. The customer confirmed the lot number is unknown. On (B)(6) 2013, the customer ((B)(6)) further indicated that she inserted the access dilator straight in and slow. She did not hear the usual "click" she hears when the dilator goes into a catheter so she pushed the dilator a little further in, but not hard. There was no tension on the tubing. Then, she went to unclamp the clamps on the tubing and she heard a snap and saw the dilator had broken. The customer indicated it was a clean break all across, not jagged. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the reported condition could not be confirmed as the sample was not available for evaluation. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Manufacturing procedures require personnel to perform 100% visual verification of the condition of each access tip dilator component prior to releasing it to the next stage in the manufacturing process. A review of the internal production records for the lot involved could not be performed as lot number information was not available. The most probable root cause could not be determined, as during review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel, manufacturing method or materials to the reported condition. To prevent future occurrences, although the most probable root cause could not be determined, all applicable molding manufacturing, assembly, and inspection personnel have been notified of this report in an effort to raise awareness. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.